Event description:
Clinicians state that during prostate biopsy procedure, using ultrasound system, 6.5ec10 transducer, and disposable biopsy guide, that patients experience more pain and sometimes more bleeding than would be expected.